Event description:
Customer reportedly received results of 57 mg/dl and 362 mg/dl within 10 minutes on the advantage sys. No blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent